Event description:
A malfunction alarm was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump, assisted the customer in resetting it, and confirmed that the malfunction code did not recur. The customer was informed to continue using the pump and advised to contact technical support if the issue recurred.